Event description:
On (B)(6) 2021, a patient in bulgaria underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient experienced hypergranulation with abundant secretion accompanied by pain at the peg stoma. Daily washes did not improve the event. A secretion was taken for microbiology with an antibiogram that isolated staphylococcus aureus. The patient was treated with unknown oral antibiotics.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.